Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID; 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted for non-malignant pain and complex regional pain syndrome. The patient¿s husband reported that the patient was infected. No contributing factors that may have led to the infection were known. They stated that the patient had a full system explant on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-jan-30 reporting that the patient was undergoing antibiotic treatment. The devices were explanted and sent to the hospital¿s lab for culture. No further complications were reported.